Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the catheter separation/break and leak was not determined. It was clarified that the break and leak occur at the hub that connects to the catheter. The patient did not experience any adverse event/injury stopping the procedure.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the rist catheter was returned for analysis within a shipping box and a plastic bio-pouch. ¿ damage location details: no damages were found with the rist catheter hub. The rist catheter body was found separated/broken at the strain relief, retained by the inner wire. The tubing material at the separated ends exhibited plastic deformation (jagged edges). No damages were found with the rist catheter distal tip. ¿ testing/analysis: the rist catheter was flushed, water exited from the separated/broken location. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter separation/break¿ and ¿catheter leak¿ reports were confirmed. The catheter can become separated due to force being applied to the catheter, thus exceeding the tensile strength of the tubing material, subsequently causing it to leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the rist hub separated from the catheter. The patient was undergoing surgery for treatment of an aneurysm. It was noted the patient's vessel tortuosity was moderate. The access vessel was the right radial artery. It was reported that the catheter was inserted to the correct position, and a distal access catheter (dac) was inserted with microcatheters and wires. Whilst trying to advance the dac and microcatheters, the hub of the rist catheter detached and began to leak fluids. The procedure stopped and all devices were removed for safety. Catheter separation/break occurred in the proximal section during use. There was no friction or difficulty during injection. There was force applied during delivery or removal. The catheter tip was not entrapped/stuck. There was not vasospasm. The catheter was not stuck inside the guide catheter. There was no surgical or medicinal intervention required. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.